Event description:
Procedure performed: ni. Event description: from (account manager): I wanted to reach out this morning regarding the cd003. I have had two separate accounts that use the bag, both have had a couple bags rip. We are going into one facility next week to meet with the surgeon and see if it was truly a bag issue or a user issue. I am waiting to hear back from the other account of the surgeon who had issues and then meet with them. From clinical development: we received the below complaint from the field regarding cd003 bag bursts. This is from 2 accounts [facility] and [facility]. Based on initial conversation with [name], we know that the complaint from [facility] came from a general surgeon during a robotic chole. The team will be going into the accounts next week and will be able to provide further information, which they do not have at the moment. Patient status: no indication of patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified

Event description:
Procedure performed: ni. Event description: from (account manager): I wanted to reach out this morning regarding the cd003. I have had two separate accounts that use the bag, both have had a couple bags rip. We are going into one facility next week to meet with the surgeon and see if it was truly a bag issue or a user issue. I am waiting to hear back from the other account of the surgeon who had issues and then meet with them. From clinical development: we received the below complaint from the field regarding cd003 bag bursts. This is from 2 accounts [facility] and [facility]. Based on initial conversation with [name], we know that the complaint from [facility] came from a general surgeon during a robotic chole. The team will be going into the accounts next week and will be able to provide further information, which they do not have at the moment. Patient status: no indication of patient injury.

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of investigation.